Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the drive count time value changes that are incorrect for moving too fast or slow alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they were unable to rewind the insulin pump and the alarm remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.